Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Visual inspection of the driver verified that the tip of the hex head was broken. Closer inspection noted twisting of the hex head. Analysis of the returned devices indicates that the device was a contributor to the reported event. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was excessive torque applied to the driver.

Event description:
Allegedly during surgery, the driver tip was broken off when the surgeon placed plate using screw. The surgeon could not remove the tip and left in the screw head.